Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that cardiohelp has wrong flow value. No harm to any person has been reported. Any flow issue /reading issue and bubble alarm is a high priority alarm, leads to pump stop, if intervention is set by the user. Therefore a report is required. Complaint ID (B)(4).